Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the mildy tortuous and non-calcified saphenous vein graft (svg). A synergy drug-eluting stent (des) was advanced for treatment. However, when the device was tried to deploy within the svg, it was noticed that the stent came off the balloon and moved more distally but remained with the guidewire. Another synergy des was placed and dilated inside the first stent and deploy it with the first stent behind it and the procedure was completed. No patient complications were reported and the patient was discharged with an excellent prognosis.